Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cardiac surgery, when they were using steel wires to close the sternum of patient, the needle loosened. They used another product to complete the case. Patient status was asked but unknown.